Manufacturer narrative:
Patient weight is not available from the facility.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon would not advance over wire from bridge prep kit. A second bridge device was opened and prepared for the procedure. The case then proceeded normally.